Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging a ventilation service required error code was observed on the trilogy 100 device's error log. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, permanent fail internal lithium ion, was observed on the device's error log. The service technician evaluated and determined the internal battery had failed on the device. In conclusion, the device's internal battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the liquid crystal display (lcd) screen, lcd backlight cable, and lcd ribbon cable needs replaced for physical damage to the screen, which was unrelated to the reportable issue. The cord retainer and rubber feet need replacing due these parts were missing on the device. This was unrelated to the reportable issue. The handle needs replaced for physical damage unrelated to the reportable issue. The base enclosure, front enclosure, rear case enclosure, exhaust fan assembly, and tubing (o2 and trilogy 100) need replacing for contamination unrelated to the reportable issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.